Event description:
Chief, crna reported that during set-up for a case with a circuit, an elbow was observed to have a broken port. Another elbow was obtained and used with the circuit. The chief, crna was unaware if the port and cap were in the polybag prior to set-up. No pt involvement.